Event description:
The customer reported that she went into the hospital for diabetes ketoacidosis. The blood glucose reading was over 400mg/dl. Troubleshooting was performed. The customer stated that the infusion set was removed and the cannula was severely bent. The customer declined to perform the high pressure test because she just changed her infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.